Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor memorygel, gel mod-rnd 400cc breast implant, catalog number 3507400bc, lot number 231595. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient enrolled in a clinical study who underwent breast augmentation revision on (B)(6) 2002 experienced bilateral redness of her breasts. The patient also noted that her right breast size changed and her implant was pushing up. She was diagnosed with right side baker grade unknown capsular contracture and right side device rupture confirmed by mammogram in 2017. The patient's devices are still implanted and no date of revision or explantation was reported. This report is for the left side.

Manufacturer narrative:
On 3/01/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/10/2019, mentor became aware of new updates which are: date of event updated to (B)(6) 2018, as a result patient age changes to 49 years old at the time of event. Patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3507255mc, serial number (B)(4), and left was replaced with catalog number 3507275mc, serial number (B)(4) on (B)(6) 2018 . This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received with clear gel. Brown and yellow materials were observed within the device, brown, black, yellow materials and gel was observed on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since this investigation is related only to an adverse event, is not possible to address any failure or damage of the device to a patient injury. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).